Event description:
N/a.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter. Two kinks were found on the catheter tubing near the y-fitting approximately 74.7cm and 76.2cm from iab tip. A laboratory insertion test was unable to be performed due to the membrane being unfurled. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. A leak may impact the ability to maintain vacuum. We are unable to confirm the reported difficulty during insertion because of the returned condition of the catheter and we are unable to mimic the clinical setting. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint (B)(4).

Event description:
It was reported that once the intra-aortic balloon (iab) was inserted onto the guidewire, it could not be advanced. The physician removed the iab and guidewire. A new iab was inserted to continue therapy without further issue. There was no patient harm or adverse event reported.

Manufacturer narrative:
Complete reporter name: (B)(6). Occupation: regional director supply chain, logistics & distribution additional reporter: (B)(6). The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).